Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between drain complications during peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s hospitalization. Pd catheter malfunction is a common complication of pd therapy. The patient required thrombolytic therapy to the pd catheter (not a fresenius product) while hospitalized. However, the pd nurse reported that the patient continued to experience drain complications during pd therapy after hospitalization. Therefore, the fresenius cycler was replaced. Currently, manufacturer product analysis of the cycler is not available. Therefore, it is unknown if there were any issues related to the performance of the cycler and the reported drain complications. However, given the patient¿s pd catheter (not a fresenius product) required medical intervention it suggests the patient had concomitant pd catheter malfunction due to fibrin (known to impede drain). Moreover, the patient had reported concomitant constipation which is also a likely contributory factor for the pd drain issues.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported being previously hospitalized (due to drain issues) whereby the patient reportedly received ¿clot busters.¿ in additional follow-up, a pd nurse familiar with the patient confirmed the patient was hospitalized on (B)(6) 2022 from experiencing ongoing intermittent drain complications during pd treatments with report of swelling in the patient¿s feet. Per the nurse, the intermittent drain complications did not cause any adverse effects to the patient and did not require medical intervention. However, the patient received thrombolytic therapy (medication unknown) to the pd catheter (not a fresenius product) during the hospitalization. The patient also continued pd therapy (manual), although details are unknown. Moreover, the nurse reported it was initially suspected the patient may have peritonitis. As a result, the patient was treated preemptively with antibiotics. However, the nurse confirmed that peritonitis was ruled out. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. No further information about the hospitalization was available. However, the nurse indicated the patient continued to experience drain complications during pd therapy. On (B)(6) 2022, the patient was seen in the outpatient pd clinic for potential positional factors affecting ability to drain. Per the nurse, the patient had the pd catheter (not a fresenius product) flushed and received a manual pd treatment. Per the nurse, the patient is continuing pd without further reported issues.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported being previously hospitalized (due to drain issues) whereby the patient reportedly received ¿clot busters.¿ in additional follow-up, a pd nurse familiar with the patient confirmed the patient was hospitalized on (B)(6) 2022 from experiencing ongoing intermittent drain complications during pd treatments with report of swelling in the patient¿s feet. Per the nurse, the intermittent drain complications did not cause any adverse effects to the patient and did not require medical intervention. However, the patient received thrombolytic therapy (medication unknown) to the pd catheter (not a fresenius product) during the hospitalization. The patient also continued pd therapy (manual), although details are unknown. Moreover, the nurse reported it was initially suspected the patient may have peritonitis. As a result, the patient was treated preemptively with antibiotics. However, the nurse confirmed that peritonitis was ruled out. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. No further information about the hospitalization was available. However, the nurse indicated the patient continued to experience drain complications during pd therapy. On (B)(6) 2022, the patient was seen in the outpatient pd clinic for potential positional factors affecting ability to drain. Per the nurse, the patient had the pd catheter (not a fresenius product) flushed and received a manual pd treatment. Per the nurse, the patient is continuing pd without further reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.